Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation and charging difficulties. The patient did well post operatively and is receiving adequate relief. The explanted devices will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7075993.